Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was kinked, and there were timeouts in the data. A leak was found on the soft cannula near the formed needle tip. The formed needle poked through the soft cannula at the site of the leak. It could not be determined when this damage occurred or if the damage affected insulin delivery while the pod was worn.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The user reported that the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 362 mg/dl while wearing the pod between 4 and 24 hours. The pod was removed from the infusion site because there was insulin leaking. The pod's cannula was then found bent.